Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed. There was no reported patient injury. The mynx vascular closure device (vcd) was used in an interventional procedure with a retrograde approach. A 6f non-cordis sheath introducer was used in an arterial vessel. The vessel diameter was not verified to be greater than or equal to 5 mm. Moderate vessel tortuosity was reported. Manual compression was held for 20 minutes. A total of 6500 units of heparin was administered. The sealant came out after deployment. The device is being returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.